Event description:
On 21-aug-2025, the user reported frequent low blood glucose (bg) events while using the ilet, despite only using about 30 units per day. The user skipped dinner and had a small snack, after which the pump delivered correction insulin, leading to further bg decline. Low bg were confirmed by blood glucose meter (bgm), with the lowest bg at 40 mg/dl. The user treated with glucose tabs and juice but reported recurrent drops. The user's current bg was 103 mg/dl. The agent reviewed best practices for treating lows, arranged additional trainer support, and explained pump learning behavior and implications of a soft reset. The user's lowest blood glucose (bg) recorded was 40 mg/dl. Bg was corrected with glucose tabs and juice. Symptoms included cold sweat and shakiness. No prolonged out-of-range period, outside assistance, or medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.